Event description:
Paramedics responded to a person in full cardiac arrest. The pt was connected to the device with ECG electrodes and pt cable and disposable pacing/defibrillation/ECG electrodes and diagnosed as in asystole. External pacing was initiated and administered by the device. According to the rptr, while pacing, the device powered off by itself with no alarms and stopped pacing the pt. A backup device at the scene was immediately used to continue pacing but the pt was not resuscitated. The rptr indicated that the alleged malfunction did not cause or contribute to the pt's death because the pt was not visible and a backup device was immediately available at the scene.